Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2023.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.